Event description:
It was reported that subsequent to the implant of a protegen sling, the pt underwent surgery in 1998 for a prolapsed mucosa of the urethra and then removal of the sling in 2000 due to vaginal erosion. There is no further info available in this case and the device was not returned for eval.